Manufacturer narrative:
Investigation summary: the complaint of "false positive" was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is unable to confirmed with the information present. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with d sars-cov-2 reagents false positive results for n1 were obtained. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
Medical device expiration date: na there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with d sars-cov-2 reagents false positive results for n1 were obtained. There was no report of patient impact. (B)(4).